Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm below the renal artery. The terminal aorta was 25mm in diameter. The right iliac was 189mm in length and the left was 194mm. It was reported that two days after the procedure a follow-up CT revealed that the inner lumen of the contralateral limb had become smaller (compressed) at the level of the terminal aorta as compared with the diameter of the ipsilateral limb. Although no issues were found in ankle-brachial index, a preventive action was taken the following day to prevent stenosis in the long-term perspective, and another manufacturer¿s 14mm bare-metal stent was implanted inside the contralateral limb to reinforce the radial force. It was confirmed that the inner lumen of the contralateral limb was maintained patent at the level of the terminal aorta. The physician stated the cause of the event was anatomy related (length of the iliac arteries and diameter of the terminal aorta). No additional clinical sequelae were reported and the patient is fine.